Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Manufacturer narrative:
Method: device history review; complaint history review; risk assessment.results: the customer event of a xia 4.5 titanium polyaxial cross connector was confirmed via visual and functional inspection of the returned device. The inspection indicated that the set screws were deformed and the set screws were not able to become unscrewed. The surgical technique states that "to make the assembly of the polyaxial cross connector easier, ensure that the center bolt is loose to achieve full range of motion and that the set screws on the claws are adequately backed out. With the cross connector holder, place the cross connector on the rod. Tighten the set screws with the 3mm screwdriver. Finally, tighten the center bolt with the 8mm screwdriver." During the surgery, the oasys wrench was used instead of the indicated instruments identified in the surgical technique.conclusion: the most likely cause of the connector deformation is not using the correct instrument for final tightening.

Event description:
It was reported that "during small xia surgery, when the surgeon tried to the tightening the screw of crosslink connector by oasys torque wrench, it snapped off from the screw."

Event description:
It was reported that "during small xia surgery, when the surgeon tried to the tightening, the screw of crosslink connector by oasys torque wrench, it snapped off from the screw."